Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer changed their infusion set site and tubing but their blood glucose (bg) levels remained elevated. The customer went to the emergency room (ER) due to a blood glucose (bg) level of 569mg/dl and diabetic ketoacidosis (dka). The customer was then admitted to the hospital and received treatment in the form of an intravenous insulin drip. The customer was released the following day with a bg level of 118mg/dl.